Manufacturer narrative:
Investigation: a disposable history search was performed for lot 1910093330; no other similar issues have been reported. On (B)(6) 2020, service was performed on the optia 1p05097 machine at the customer site. A full autotest was performed with all tests passing. A saline run was successfully completed. Lock on was 100%. Average intensity 58%. The device was verified to be operating within manufacturer specifications. Investigation is in process. A follow up report will be provided.

Event description:
The customer called with the alarm 'system continued to detect cells in plasma line from centrifuge' approximately 3 minutes into a therapeutic plasma exchange (tpe) procedure using a spectra optia device. The customer increased the hematocrit from 29% to 32% and described the plasma in the plasma line as being "mauve." Per the customer, hemolysis was also seen in the connector (cherry red) and waste bag (dark red). Initially, the physician stated that the patient was very sick and wouldn't doubt there was hemolysis. The procedure was continued because the physician didn't think the hemolysis was due to the system or disposable set. However, after continuing the run, the operator called customer support back with the physician. The physician stated the hemolysis may be related to the machine and wanted to stop the procedure. The physician also mentioned it could be related to the groin catheter because they were having problems on the continuous renal replacement therapy machine. The complete blood count (cbc) drawn at the beginning of the run was hemolyzed. A hemolytic panel for the day of the procedure was ordered. Per the operator it was tried to wash the blood off of the red port of the rij cath & r groin it didn't aspirate, but flushed well. She was told to use it anyway. The operator used the blue line for the inlet and the red line for return. This is the 3rd tpe procedure for the patient and the operator stated that the patient is worse now. The operator confirmed that the correct solutions (acda, 0.9% normal saline) were attached and in the correct locations. No clots were observed in the channel or channel lines. Per follow up by terumo bct customer support on (B)(6) 2020, the nurse at the medical facility stated that the patient had coded and expired. Per the customer, the physicians determined the cause of death to be cardiac arrest with ventricular arrhythmia in the setting of severe anemia and hemolysis in a very sick patient who had a very poor prognosis irrespective of anything else. There was a temporal relation between the apparent hemolysis at the start of pheresis though it may have been related to the catheter (they had trouble with access pressures on crrt with that line previously) and not the pheresis disposable. The physicians declined to send the run summary, stating that they were confident this is a non-issue. No autopsy was performed. Per the customers physician, the overall cause of death was determined to be the patient's medical condition. This report is being filed due to patient death, though at this time, there is no evidence or allegation that the device caused or contributed to the patient death.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the alarm 'cells were detected in plasma line from centrifuge' is generated when the optia control system detects that the ratio of the reflectance between the red and green leds on the rbc detector exceeds 1.5, indicating the concentration of cells in the plasma line was higher than expected. Given the absence of high pressure alarms from the centrifuge, as well as the physician's conclusion that the hemolysis was most likely due to the patient's catheter; the sub-optimal loading of the set did not contribute to the hemolysis during the procedure. Per terumo bct internal medical review and analysis, the device did not cause or contribute to this incident. Root cause: the plasma free hemoglobin contents in the patient's plasma triggered 'cells were detected in plasma line from centrifuge' alarms. Based on the physician's statements, the cause of hemolysis was related to the patient's catheter and the cause of death was the patient's medical condition.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a used optia exchange set containing blood was returned for investigation. It is noted that blood warmer tubing was attached and returned with the set. Visual inspection confirmed the presence of red cells in the plasma line. The lower hex was evaluated for evidence of a loading issue. Witness and wear marks revealed the lower hex was loaded in a non-optimal position. The lower hex was loaded in a position with the red inlet line partially occluding the plasma and rbc lines. Overall, the physicians concluded the patient's cause of death to be cardiac arrest with ventricular arrhythmia in the setting of severe anemia and hemolysis in a very sick patient who had a very poor prognosis irrespective of anything else. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.